Manufacturer narrative:
Work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that a 13.mm vticm513.7 implantable collamer lens of -11.0/5.0/088 (sphere/cylinder/axis) was implanted as a replacement for a patient's left eye (os) on (B)(6) 2023, due to lens rotation not associated to low vault. The exchanged did not resolve the problem. Reportedly, "the surgeon is planning to exchange the lens with spherical icl and perform the lri for astigmatism.